Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient's medications include: acetaminophen.

Event description:
On, (B)(6) 2012, the patient was treated for an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2015, imaging identified the trunk-ipsilateral leg component migrated 4cm. It was reported the migration was due to continued aneurysmal dilatation proximal to the trunk. On the same day a reintervention was performed to treat the migration with two gore® excluder® aaa endoprostheses and two gore® viabahn® endoprostheses. It was reported a trunk-ipsilateral leg component was implanted within the previously implanted trunk and an aortic extender component were implanted to extend proximally. It was reported due to the amount of disease progression the physician planned to cover the renals to exclude the aneurysm. Two gore® viabahn® endoprostheses were implanted, one into each of the renal arteries to maintain flow. Final imaging showed the aneurysm was excluded and the patient tolerated the procedure. It was reported the physician reported the patient will be monitored but not intervention will be performed.